Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: b, d, e, f, g, h. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a 45 kg patient participating in the ice cap study. The target temperature was 33c, but the patient's temperature was trending up. They want to make sure the arctic sun device was working as expected. Foley was the primary temperature source, and the rectal was secondary. Patient temperature was 38.1c, water temperature (wt) was 10c, flow rate (fr) was 3.4 lpm. Pad coverage was good. They started with xxs pads, but they were too small, so they change them. Now there were large pads on the patient that were overlapped slightly. They got an error message that the patient's temperature changed too rapidly. Checked event log. Alarm 15 (unable to obtain stable pt temp), 14 (pt temp out of range) and 50 (pt temp erratic) present. These alarms occurred at initiation, and the foley was placed right before initiation. Suggested monitoring patient temperature and alarms. If alarms return replace foley and/or temperature in cable. Device was responding appropriate (water 10c, flow 3.4 lpm). Advised to follow protocol for heat generation. Discussed benefits of counter warming, if allowed in study. Per follow up information received via phone on 05may2025, spoke with nurse, who confirmed no further issues. They stated that at the time of the alarms, another nurse was adjusting the foley probe which caused the jump in temperature. Therapy completed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a 45kg patient participating in the ice cap study. The target temperature was 33c, but the patient¿s temperature was trending up. They want to make sure the arctic sun device was working as expected. Foley was the primary temperature source, and the rectal was secondary. Patient temperature was 38.1c, water temperature (wt) was 10c, flow rate (fr) was 3.4lpm. Pad coverage was good. They started with xxs pads, but they were too small, so they change them. Now there were large pads on the patient that were overlapped slightly. They got an error message that the patient's temperature changed too rapidly. Checked event log. Alarm 15 (unable to obtain stable pt temp), 14 (pt temp out of range) and 50 (pt temp erratic) present. These alarms occurred at initiation, and the foley was placed right before initiation. Suggested monitoring patient temperature and alarms. If alarms return replace foley and/or temperature in cable. Device was responding appropriate (water 10c, flow 3.4lpm). Advised to follow protocol for heat generation. Discussed benefits of counter warming, if allowed in study.